Manufacturer narrative:
Other components include: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative regarding a patient who was receiving 3 mg/ml of dilaudid at 0.2 mg/day via an implantable pump for non-malignant pain. On (B)(6) 2017, it was reported that the patient's pump was flipping in the pocket and the catheter was coiled as a result. The patient reported pre-operatively that they had withdrawal symptoms on or about (B)(6) 2017 and, according to the patient, the healthcare provider (hcp) attempted to aspirate the catheter, but was unable to do so. The coiled portion of the catheter was removed, discarded, and replaced on (B)(6) 2017. The catheter was aspirated and re-primed. The pump was secured with a mesh pouch. The issue was considered resolved at the time of the report. The patient's status was listed as "alive-no injury". No further complications were reported.